Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported postoperative macular edema that was treated with steroid injection.